Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that the integra 400 plus analyzer "caught on fire" and emitted a strong odor which smelled as if it were electrical in nature. Smoke was then seen coming from the analyzer and the laboratory was evacuated. The fire department was called and "extinguished" the fire. The instrument was powered off and unplugged. As far as the customer knew, the fire department did not use any water or chemicals on the analyzer. No report was left by the fire department. Damage was seen at the rear of the analyzer in the upper right corner. The customer believed that this was the area where fuses may have been housed. When questioned about whether visible flames were seen, the customer stated that the person who operated the analyzer said nothing about flames. No adverse events occurred for this event. The field service representative determined that there was an electrical short in the power supply. Although the connections had been disconnected, it appeared as if the analyzer was not connected to the uninterruptible power supply (ups), but to the wall receptacle, which was measured at 120.6 vac. The power supply was replaced. The customer successfully ran calibrations and controls. Control recovery was near mean values. The instrument was then determined to be operating within specifications. Investigations could not determine a specific root cause for the power supply electrical short based on the provided information. With a high probability, the affected power supply broke down and developed smoke due to a failed electronic part. There was no imminent danger of fire related to this power box failure. All parts and plastics used in the power box are ul rated.

Manufacturer narrative:
The field service representative has stated that he did not believe that there were any flames since there were no burn marks on the outside of the power supply.